Event description:
The account generated elevated architect ca19-9xr results with lot 14137m500 on a patient sample compared to previous architect ca19-9xr testing. The account was troubleshooting architect ca 19-9xr reagent performance by rerunning previous samples. The account stated reagent lot 14137m500 showed a positive bias and provided an example. No specific patient information was provided. No impact to patient management was reported. Patient 1: architect ca19-9xr of 60 u/ml (lot 14137m500). Previous ca19-9xr of 32 u/ml (same sample, unknown lot).

Manufacturer narrative:
(B)(4). Evaluation in progress. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Correction of expiration date, from 21mar2013 in previous follow-up report to this follow-up report of 22mar2013.

Manufacturer narrative:
A malfunction was not identified, as the complaint text provided sufficient information that troubleshooting of the instrument resolved the issue. Accuracy testing of internal panels demonstrates that the likely cause lots can accurately detect known concentrations of ca19-9. A deficiency was not identified as accuracy testing was completed on likely cause lots 14137m500 and 13517m500; this testing passed. The trend review identified normal complaint activity for the issue under investigation. The ticket review for the likely cause lot identified atypical complaint activity for the issue under review. A labeling review was also performed. This investigation indicates that the architect ca19-9xr reagent kits are performing as intended and no new issues were identified.